Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified one extended opening, black particles material was found on the shell and flat creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified one extended sharp opening and one curved striated. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is one sharp edge opening in the side posterior assessed as unidentified (tear) opening and one opening striated in the side radius assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture and textured to smooth exchange. The device was explanted.